Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified multiple hardware parts malfunctioned, which included the bent sample probe, a missing o-ring, and a dirty ise cup. The fse replaced the sample probe, an o-ring and the ise cup to resolve the issue. The fse verified the analyzer resumed to normal operation. . The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining negative patient results for multiple chemistries on their au480 clinical chemistry analyzer. The customer specified the affected chemistries were sodium, potassium and chloride and unspecified others. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data and demographics.